Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the forwarded email from the former on-x pr consultant received from an on-x patient: "I hope this finds you well. My father, dr. (B)(6), received his on-x heart valve in 2009. In 2015 research, research provided him and his dr. The ability for him to reduce the dosage of coumadin. On saturday, (B)(6) my father suffered an acute stroke leaving the neurologist to find a clot over 1cm in length. I am looking to see if other cases similar to my father's have been reported. Please feel free to give me a call, or pass my information along to some who would like to talk. Thank you, (B)(6)" response from the complainant on 10/18/2016 indicated the following: "I appreciate you reaching back out to me. My father is making monumental progress, mainly due to his outstanding mental and physical health prior to his stroke. Thank you for inquiring. At this time we are working through assessments with his md and cardiologist and do not plan on making any further comment regarding his stroke nor his med stats prior to his incident until we have our data collected appropriately. I appreciate your understanding and will contact you if we decide to look into this further. If there is anything you can provide me regarding similar cases or any recommendations you have, that would be much appreciated. I hope you have a fantastic week."

Manufacturer narrative:
An attempt was made to match patient name to implant year (2009) in the implant registration database to obtain product/patient specific information (date of implant, product code, serial number) but was unsuccessful. Manufacturing records for the implanted valve could not be reviewed as a serial number is unavailable. An email notice from the son of a patient reported an acute stroke by his father who had an on-x valve implanted six or seven years ago. Dates are not explicit. Valve position is not specified and valve cannot be verified from implant reporting records. Inr record and condition of patient at the time of the event were also not available. Although the size of clot was described as 1 cm in length, origin and location of the clot were not specified. In any case, stroke is a rare, but recognized potential adverse event for mechanical heart valve recipients [instructions for use]. In a study comparing events for single on-x aortic valve recipients with one group maintained at an inr of 2.0 - 3.0 (control) and another at an inr of 1.5 - 2.0 (treatment), there were 5 strokes recorded for each group at a rate of 0.66 and 0.74 %/patient-year, respectively. That is, there was no statistical difference in strokes between those on standard inr versus those on the lower inr, but both groups experienced them [puskas 2014]. There is insufficient information available to determine a root cause of the stroke or what relationship, if any, the reported event may have had with the on-x valve. However, stroke is a known potential complication of all mechanical heart valves.